Event description:
A home patient reported to baxter (B)(4) of a dehp free solution administration set in which the patient noticed a small leak coming from the luer end of the set. The set was attached to a bloodline. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
Voluntary report number: (B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a dehp free solution administration set in which the patient noticed a small leak coming from the luer end of the set was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the luer lock. No other tests were performed. The assignable root cause of the reported condition is due to low insertion by assembly machine.